Event description:
The reporter stated that the surgeon inserted a single piece collamer lens model cc4204bf and noticed the lens was torn. The lens was removed with no patient injury and was replaced with another model lens.

Manufacturer narrative:
Evaluation codes results: a visual inspection of the returned product shows a portion of a plate haptic is torn off and missing. There is clear surgical residue on the lens. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.